Manufacturer narrative:
Calibration and controls were ok. A new reagent pack was loaded on the analyzer and calibrated. Controls run on the new reagent pack were ok. The field service engineer replaced a vacuum pump diaphragm. A post-repair check was ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with alb2 albumin gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an albumin value of 58.8 g/l and repeated on a second analyzer as 45.2 g/l. The second sample initially resulted in an albumin value of 54.3 g/l and repeated on a second analyzer as 40.6 g/l. The albumin reagent lot number was 62848501, with an expiration date of 30-jun-2023.